Manufacturer narrative:
Approximate age of device- 1 year, 15 days. The explanted pump is expected to be returned for evaluation. It has not yet been received. The replaced portion of the driveline was received on 09nov2018; evaluation of both the driveline portion and the explanted pump will be completed together upon receipt of the pump. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient complained of low flow and red heart alarms when the vad system was connected to a power module. ER staff witnessed same alarms. The vad system was then connected to batteries and the patient was provided an ungrounded patient cable to use when connecting to a power module. The manufacturer's technical service representative reviewed the submitted log file and confirmed pump stoppages on (B)(6) 2018. On (B)(6) 2018, an external distal percutaneous lead (driveline) replacement was performed. Post replacement, additional red heart alarms/pump stoppages occurred while the vad was connected to a normal patient cable, suggesting potential internal fractured wire. On (B)(6) 2018, the patient underwent a pump exchange.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the reported event was confirmed through the analysis of the log file that was provided by the account. Based on past experience with the hmii lvas and similar reported events, the red heart alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline (dl) damage. However, no damage was identified through the examination of the distal end of the patient's driveline. The pump was not returned for evaluation. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 19¿ along with additional unattached wires measuring approximately 2¿ and unattached bionate measuring approximately 4¿. The pins of the metal connector were free from deformation. The driveline was tested for electrical continuity in the condition it was received and did not reveal any discontinuities or shorts. The silicone layer from 17.5¿ to 19¿ from the connector, the bionate layer from 18¿ to 19¿ from the connector, and the braided shield from 18¿ to 19¿ from the connector had been removed by technical service for the repair. There was no damage to the remaining silicone or bionate layers. Breakdown of the metal braided shielding was observed at the terminus of the bend relief and 4¿ from the connector. There was no visible damage to the wire insulation of the conductors. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. The heartmate ii lvas instructions for use patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. No further information was provided. The manufacturer is closing the file on this event.